Event description:
The doctor claims that the graft was implanted in 2000 for an abdominal aortic aneurysm procedure. The procedure outcome was successful. On 01/11/2000, an infection was noticed, possibly related to the graft. The pt was then treated with antibiotics and had a positive blood culture since 01/11/2000. The graft was left in. The pt's condition is ok.